Event description:
A report was received that alleges that the tracheostomy tube developed a split in the shaft which resulted in a leak that required an emergent removal and replacement. During the change the pt had a momentary desaturation that resolved with hand ventilation. The pt was placed back on the vent after the trach change. The pt was returned to the same settings and required no extra treatments. The pt recovered with no incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.